Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. The customer also reported receiving a low battery alert and inserted four new batteries, but their insulin pump would not turn on. Customer also reported their battery was not lasting for more than one day. Customer's blood glucose was over 200 mg/dl. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. The customer was also disconnected from the call before troubleshooting could be completed. No additional information provided.